Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient just had a spinal fusion for the third time. The patient reported to charging too frequently as they had to charge every day which was more than before. They used to use the stimulation a couple of hours in the morning and night. Now the patient was using it 24 hours a day since they had their spinal fusion and did not have her enbrel for the rheumatoid arthritis. The patient stated that the stimulation really helped with the arthritis pain. Because they were using the stimulation a lot more they had to charge more. The patient¿s legs were hurting much more than the spine since the spinal fusion because the patient was stuck in bed. This all started on (B)(6) 2016 when the spinal fusion occurred. It was reported that the patient had bursitis in their hips, their feet were deformed, and they had a knee replacement. Additional information was received from the patient. It was reported that ever since the patient had their third spinal fusion, they were getting a signal that they did not understand but their device was working fine on the call. Additional information was provided regarding the unrelated spinal fusion surgery. The patient mentioned having 26 surgeries. The patient requested to meet with a manufacturer representative (rep). Physician listings were sent so that a healthcare professional (hcp) could request a rep. The patient called back on (B)(6) 2017 to clarify their complaint. The patient stated since the surgery, they had been getting a signal they do not recognize on their ins recharger (insr). However, the patient stated it was working perfectly now and that was the problem. The patient stated the icons on the insr screen looked like a circle on the bottom with some weird things around it. The patient then stated they were having a lot of trouble and it kept going off and ha to push buttons to get it back. The patient stated it was a circle with a weird rectangle in the middle with a huge black circle with a line pointing to it. The patient then described seeing the top row of the insr screen. The patient stated they think it needs to be ¿tuned¿ by a rep. The patient stated they were happy with the therapy and they use it 24 hours a day with no problems. It was reviewed that the patient¿s hcp could request a rep. The patient called back on (B)(6) 2017 and reported the same symbol. The patient stated they changed it from the left to right side and now it is working. The patient stated it seems to be charging. The patient stated they changed vibrations and it seems to be working. The patient mentioned a ¿call the doctor¿ screen twice in the past couple months. The patient was recommended to call back when they see the screen again. The patient mentioned previously reported issues with charging more since spinal surgery. The patient stated they had to charge for 3-4 hours and the ins only lasts a day. The patient mentioned they hadn¿t had it tuned up in 5 years and things they may need some ¿tuning up¿ or the rep had to ¿change the pulses¿. It was reviewed that the patient¿s hcp could request a rep. Additional information was received from a consumer. It was reported that the stimulator stopped working completely. The patient reported the recharger showed a "call your doctor" screen and showed a screen like the device was not being charged. However, the patient believed the device was being charged. The patient reported they did not feel well and it was their fault it was not working because they had been really sick. The patient mentioned they were not able to use their device for a couple weeks before and a couple weeks after their unrelated 3 spinal fusions and 4 knee replacements. The patient stated since their first fusion, "it hadn't quite been working, but they had been managing with it." The patient stated the implant used to last 2-3 days and now it was not recharging like it used to. It was noted the "battery was moving around too much." No further complications were reported.